Event description:
Immediately following endoscopy procedure, patient aspirated and became hypoxic(saturations in the 60%s) requiring bag valve mask ventilation. Patient saturations then further decreased (30%s), resulting in intubation. Even after intubation patient remained hypoxic. When it was discovered oxygen reservoir bag was not fully inflated, different resuscitator unit was used, resulting in recovery from hypoxia. Because this was at an outpatient setting and the patient was now intubated and paralyzed hospitalization was required for further recovery. The product numbers are unavailable as this was not connected at the time of the event; only months later when we had a similar issue with the same brand of bag valve mask equipment. It was the brand listed, but lot number not known.